Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported the thermogard xp ivtm system (sn: (B)(4)) did not power on and a burning smell was noted coming from the console prior to patient use. There was no delay or interruption to patient's temperature management therapy. Another unspecified unit was used to begin patient's therapy. There are no reports of patient consequence as a result of the reported issue.

Manufacturer narrative:
The customer complaint was confirmed during functional testing of the returned thermogard xp ivtm console (sn: (B)(4)). The root cause of the issue was a faulty power supply. The thermogard xp ivtm console is a reusable device and was manufactured in april 2011, and has exceeded its expected service life of 5 years. Unrelated to the issue, the pump cover was found cracked. Due to the faulty power supply, the console event log could not be downloaded for review. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4).